Manufacturer narrative:
Good faith effort attempts are in progress to try and retrieve the device status.

Event description:
It was reported that the patient presented at the emergency department with severe breathing difficulty and fluid in the lungs. A pulsed field ablation (pfa) with farawave catheter was selected for use to treat atrial fibrillation. A total of 116 applications were performed for pulmonary vein isolation including ablation in the left atrium and posterior wall isolation. One day post procedure, the patient presented at the emergency department of another hospital with severe breathing difficulty and fluid in the lungs. Further analysis shows troponin levels at 300, stunned left atrium, hemolysis, and acute kidney failure. The patient spent 2 days in the intensive care unit and is not stable. The patient does have an implantable cardioverter defibrillator and history of heart failure and is diabetic.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation conclusion: based on the information provided, the reported event of "renal insufficiency/failure," "unspecified kidney or urinary problem," "edema, pulmonary," "hemolysis," "arrhythmia," "dyspnea" and "pain" is a known inherent risk of the farawave device. "Renal insufficiency/failure," "unspecified kidney or urinary problem," "edema, pulmonary," "hemolysis," "arrhythmia," "dyspnea" and "pain" is an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time." Correction to the initial MDR in block(s). B5, e.

Event description:
It was reported that the patient presented at the emergency department with severe breathing difficulty and fluid in the lungs. A pulsed field ablation (pfa) with farawave catheter was selected for use to treat atrial fibrillation. A total of 116 applications were performed for pulmonary vein isolation including ablation in the left atrium and posterior wall isolation. One day post procedure, the patient presented at the emergency department of another hospital with severe breathing difficulty and fluid in the lungs. Further analysis shows troponin levels at 300, stunned left atrium, hemolysis, and acute kidney failure. The patient spent 2 days in the intensive care unit and is not stable. The patient does have an implantable cardioverter defibrillator and history of heart failure and is diabetic. Per additional information received, the patient has been discharged from hospital in stable condition.